Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. The device was not in use at the time of the event. This issue occurred when the device was powered on. There was no report of patient or user impact or harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site and confirmed the reported issue. The fse powered on unit in diagnostic mode found error codes associated with blower stalled, 35v supply failed, backup alarm failed in event log. The fse powered on unit in normal mode found unit screen locks and not able to power down unit when screen is locked. The fse replaced the power management board (pm pcba) to resolve the reported issue. During servicing the fse also found that the device would not go into standby mode and the air flow accuracy test was out of specification. The customer replaced the air flow assembly which resolved those issue. The fse also found that the device had a check vent battery failed. The internal battery was replaced to resolve this issue. The fse completed a full performance verification test after all repairs had been completed the device successfully passed all testing and was placed into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported a ventilator that would not turn off. There was no patient involvement or harm.